Event description:
A tandem mobi cartridge alarm was reported by the caller, though it did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer support confirmed the cartridge alarm 30 and advised the caller on handling the issue, including removing the cartridge and delivering a bolus, which was completed successfully. The caller was able to reload the original cartridge and resume insulin therapy, though there was a separate issue with no drops during the fill tubing.